Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Updated initial reporter information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low sensing and low amplitude. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low sensing and low amplitude. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.